Event description:
It was reported that during implant the helix of the atrial lead did not appear deployed under fluoroscopy. Upon removal from the body the tip was deployed, but the physician suggested there was a problem with the deployment mechanism. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. Also, the helix is fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.